Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the implant was unsuccessful. The valve remained implanted and a second valve was implanted. No additional associated adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the valve (serial number (B)(4)) was the second valve to be implanted. There was no complaint against this valve. The first valve, that required the valve-in-valve has been previously reported in report# 2025587-2019-00028. If information is provided in the future, a supplemental report will be issued.